Event description:
It was reported that the patient's right ventricular (rv) defibrillation lead was replaced due to apparent dislodgement with high threshold levels and decreased r-wave sensitivity observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary : partial lead was returned in segments and analyzed. No anomalies were found. A proximal portion was received measuring 42 cm. A distal portion was received measuring 42 cm. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: d284trk implantable cardioverter defibrillator (B)(6) 2010; 4196 implantable pacing lead (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2010. (B)(4).